Manufacturer narrative:
Submit date: 03/15/2017. A review of the device history record (DHR) could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The physical sample was returned for evaluation. Sample consisted in one guidewire, a syringe, three sealing caps, two dilators, a protector of the scalpel and introducer needle and other components unknown. All components came inside a generic plastic bag. Visual inspection was performed; it was observed that the guide wire has stretched. In order to confirm the reported defect the guide wire required a dimensional test. The received sample was reviewed and measured and no defective conditions were identified other than the post manufacturing damage to the guide wire. Guide wire is cover by a plastic component which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which makes it flexible for gentle manipulation during use. During the insertion procedure, application of excessive force can cause damage to the guide wire. During manufacturing operation, all raw materials are manipulated according to work order procedure. Sample was found heavily damaged and the intact part was measured finding its dimensions within specification; therefore it can be concluded that the product was manufactured according to specifications, the most probable cause is related to an excessive force or a wrong technique applied during use. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 2/2/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the guide wire in the kit frayed while being removed.